Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone email battery and delivery issue. The customer's blood glucose was unknown. It was reported batteries being changed every two weeks and new batteries are rejected at random. Additionally, no delivery alarms. Customer declined to be transfer to helpline for further trouble shooting. The insulin pump will not be returned for analysis.